Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm value. The day of the event the patient experienced a hypoglycemic event and a seizure. According to the parent the patient was using a close loop system with a pump, and that the gcm reading was at a normal range when the blood glucose reading was low. The parent called the emergencies, and is it not known how, but the patient was taken to the hospital. No treatment was reported from the hospital but at the time of the report, which was the same day as the day of the event, the patient was stable. When a fingerstick was taken the cgm was reading 6.7 mmol/l and the blood glucose reading was 3.1 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.